Event description:
It was reported that a malfunction alarm, specifically malfunction code 12, occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if the issue reappears and acknowledged the instructions.